Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -05.50 diopter, within the same surgery due to the lens tore/broke during injection/delivery into the patients left eye (os). The lens was implanted upside down. There was no patient injury. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. Cause of the event was unknown.